Event description:
It was reported that while using bd safetyglide¿ the safety mechanism is difficult to engage. There was no report of patient impact. The following information was provided by the initial reporter: it was also reported that the safety mechanism requires two hands to activate after injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2021. H.6. Investigation: three photos and thirty safetyglide needles (p/n(B)(6)) in their sealed blisterpaks from batch #0269701 were received. No visible defects were observed on the needle or its assembly. Since the complaint verbatim deals with the needle assembly safety mechanism the non-activated samples will be forwarded to bd columbus for further evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. Further investigation was performed. Samples were already removed from the packaging blister. All of them have the plastic shield. Visual inspection was performed. No defects or imperfections were observed. The safety mechanism was activated to each sample finding all acceptable. 3 photos were provided. One photo shows a needle assembly next to a packaging blister. The needle assembly has the plastic shield. Another photo shows a needle assembly without the plastic shield. The needle has been bent. The third photo shows a needle assembly with no plastic shield. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. Probable root cause is not determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd safetyglide¿ the safety mechanism is difficult to engage. There was no report of patient impact. The following information was provided by the initial reporter: it was also reported that the safety mechanism requires two hands to activate after injection.